Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) could not be deployed as the button was stuck in the device. There was no reported patient injury. The event occurred during vessel closure following a coronary angioplasty procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) damaged" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Establishment information not given. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed as the button was stuck in the device. There was no reported patient injury. The event occurred during vessel closure following a coronary angioplasty procedure. The device will be returned for evaluation.